Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One needle and one used suture piece outside the foil packet were received for analysis. Product code vcp493. During the visual inspection of the needle, marks by a surgical instrument were noted at the edge of the swage area. The hole was examined under magnification and remnant suture inside was observed. In addition, the suture was inspected, and the end was noted to be crushed and cut probably caused by a surgical instrument. A photo was provided and it showed one plastic bag with a detached needle, one used suture and one foil packet for product code vcp493. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing during the surgery. The needle did not fall into the patient. Enclosed please find defect photo. Changed another one to complete the surgery. No additional information could be provided. There were no adverse reported. Additional information was requested.